Event description:
Customer reportedly obtained results of hi and 232 mg/dl on the same device within 10 minutes. Customer reports that he does not tightly cap the vial of test strips at all times. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.